Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned,

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. Correction bolus via pump was administered to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.